Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete sample ID) all available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated potassium (k) results generated on the alinity c processing module compared to the siemens atellica platform for a 58-year-old female patient. The following data was provided (reference range: 3.5 to 5.1 mmol/l): sid (B)(6) (reagent lot used for testing: 49818un24) (B)(6): 9.2 mmol/l (may 6 at 16:53), (B)(6): 9.1 mmol/l (may 6 at 20:23). Hil (hemolysis): 16 index. Sample drawn on july 14 and tested on the siemens atellica platform for potassium generated a result of 4.0 (reference range: 3.5 to 5.1 mmol/l). Historical patient results provided: (B)(6) 2024 - k: 5.6 mmol/l (alinity). (B)(6) 2024 - k: 6.0 mmol/l (alinity). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. File sample analysis was not performed as the issue appears to be isolated to specific samples. Troubleshooting was performed by rerunning the sample on a non-abbott instrument, and the results obtained were within the expected range. Quality controls were within range at the time of the incident. Review of tracking and trending for the alinity c ict sample diluent assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 49818un24. A review of the device history record did not identify any nonconformances or deviations associated with complaint lot 49818un24. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c ict sample diluent, reagent lot 49818un24 was identified. Updated d10 - concomitant product to include: alnty c ict sample dilu, 07p53-20, 49818un24.

Event description:
The customer reported falsely elevated potassium (k) results generated on the alinity c processing module compared to the siemens atellica platform for a 58-year-old female patient. The following data was provided (reference range: 3.5 to 5.1 mmol/l): sid (B)(6) (reagent lot used for testing: 49818un24) (B)(6): 9.2 mmol/l (B)(6) at 16:53) (B)(6): 9.1 mmol/l (B)(6) at 20:23) hil (hemolysis): 16 indexes. Sample drawn on (B)(6) and tested on the siemens atellica platform for potassium generated a result of 4.0 (reference range: 3.5 to 5.1 mmol/l). Historical patient results provided: (B)(6) 2024 - k: 5.6 mmol/l (alinity), (B)(6) 2024 - k: 6.0 mmol/l (alinity). There was no impact to patient management reported.